Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer felt resistance when filling the cartridge using 3 different needles. The customer's blood glucose level was not impacted. The syringe, needle and cartridge were changed resolving the resistance issue.